Event description:
It was reported that a 19mm trifecta valve was successfully implanted on (B)(6) 2013. On (B)(6) 2022 the patient, was hospitalized and underwent a coronarography study and cardiac catheterization which concluded a "degeneration of aortic valve bioprosthesis, severe degree stenosis." On (B)(6) 2022 a valve in valve procedure was performed and a non-abbott device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of degeneration of aortic valve and severe degree stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.